Event description:
It was reported that during the diagnosis of a percutaneous coronary interventional (pci) procedure, a guide wire break occurred. The lesion was located in the distal right coronary artery (rca). Vascular access was obtained through the right radial artery. Upon insertion of the pt2 guide wire into the patient's body, the guide wire broke at the point of connection to the addwire. The location of the break was outside the patient's body. It was reported that there was nothing wrong with the addwire. The guide wire was removed from the patient without incident. The procedure was completed with a different device. The patient status was reported as "good."

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)